Event description:
It was reported that the patient underwent ureteral calculus holmium laser lithotripsy under static and suction combined with general anesthesia on (B)(6) 2023. During the operation, the guidewire was required to guide the holmium laser fiber into the ureter. After opening the outer package, it was found that the inner core of the guide wire was exposed and could not be used, so it was replaced with a new guidewire. Although it did not cause adverse consequences, it increased the burden on the medical personnel and delayed the operation process.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned, and further investigation was not conclusive. A specific cause cannot be determined, however, a potential root cause for this event could be, "coating sloughs/ scrapes or rubs off ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent ureteral calculus holmium laser lithotripsy under static and suction combined general anesthesia on (B)(6) 2023. During the operation, the guidewire was required to guide the holmium laser fiber into the ureter. After opening the outer package, it was found that the inner core of the guide wire was exposed and could not be used, so it was replaced with a new guidewire. Although it did not cause adverse consequences, it increased the burden on the medical personnel and delayed the operation process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.